Event description:
It was reported by the customer that the pyxis medstation es system not functioning properly, preventing access to the medications. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
"This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 24-nov-2022 to 23- nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed to open during retrieving medications. A field service engineer checked and reset all connections on main drawer followed by restart and hardware-test application on pockets cleaned trays and tested dresser to resolve the issue. The system was functional as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that the pyxis medstation es system not functioning properly, preventing access to the medications. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawer component not properly aligned. A field service engineer inspected and reestablished all connections on main drawer 3-1,confirmed the inspection and alignment of the drawer, and then proceeded to restart the station. The system functioned as intended after the field service engineer troubleshooted the device.